Manufacturer narrative:
D8, d9, g3, g6, h2, h3, h6, h10. The reported glidescope titanium lopro t4 reusable laryngoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device and was able to confirm the reported intermittent image issue. Upon visual inspection, the tsr identified visible corrosion in the blade connector port causing bad connection to the cable. When connecting the customer's cable to known, good, test verathon equipment, the cable functioned as intended. The issue was isolated to just the glidescope titanium lopro t4 resuable laryngoscope which failed verathon's device functionality testing. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of drying the connectors following the reprocessing of the blades. Upon completion of the evaluation, the customer was informed of verathon's device evaluation findings and the glidescope titanium lopro t4 reusable laryngoscope was returned to the customer as-is per their request. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device has been received by verathon, however, at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope titanium lopro t4 reusable laryngoscope, the image disappeared when moving the blade. No delay in the procedure, use of a backup device, or harm to the patient was reported.